Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® serum blood collection tube experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the customer complained of having trouble recapping bd vacutainer. During post market surveillance phone call, customer complained of having trouble recapping bd vacutainer® red top tube after taking the cap off initial time."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tube experienced stopper creep out or loose closure the following information was provided by the initial reporter. The customer stated: "the customer complained of having trouble recapping bd vacutainer. During post market surveillance phone call, customer complained of having trouble recapping bd vacutainer® red top tube after taking the cap off initial time."